Event description:
It was reported that the customer's insulin pump was alarming and there were black closed circles on the display screen. Customer could not clear the alarm due to the buttons being unresponsive. Customer's blood glucose level at the time 102mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).